Event description:
Customer reported while the alarm was in use with a pt, the alarm did not sound hen the pt's weight was removed from the sensor pad. The pt fell out of the bed. The date of the event is unk. There was no pt injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is submitted based on the customer's initial reported issue. (B)(4).